Event description:
It was reported that during a laparoscopic cholecystectomy; the clip falls off of the vessel. It is unknown how the case was completed. This is all the information available. There were not patient consequences reported. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.